Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
The device was sent to philips bench repair where the issue of the speaker not functioning was discovered. The repair facility technician (rft) performed diagnostic testing on the device speaker and found that the device speaker was not producing audio when performing the startup test. The rft replaced the device speaker - foxlink d speaker - 453665031201. The device passed all functional testing. Based on the information available and the testing conducted, the cause of the reported problem was a failed speaker. The reported problem was confirmed. The device was operational after repairs were completed and returned to the customer.